Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that when doing a routine automated impella controller (aic) check, the aic had a controller failure alarm. The purge system had stopped. They switched to a back-up controller. There was no patient involvement.